Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient could not connect the cap of quick release. It was the new infusion set. Also, the patient had two infusions sets which had the same problem. No further information available.